Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
It was clarified that the customer was wearing the insulin pump at the time of hospitalization.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of discharge from the hospital. The customer used a bolus to treat the high blood glucose. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.